Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: working intermittently update qe 5/24: product to be returned, patient involvement but no impact and no medical intervention, procedure completed successfully [update - loss of light duration could not be confirmed] the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be the safelight adapter used in conjunction with the safelight cable at the time of the event, which may have had an issue causing an intermittent loss of light. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.